Event description:
According to the facility, there was an incident with the hot and cold pack mds138010 which resulted in a nurse having a reaction as the pack busted.

Manufacturer narrative:
According to the facility, there was an incident with the hot and cold pack mds138010 which resulted in a nurse having a reaction as the pack busted. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.